Event description:
A customer contacted baxter's technical service center regarding an issue of average dwell time zero and the home patient (hp) was in fill 136 out of 141. This event occurred during use. The patient was not connected. The registered nurse (rn) wants to know why the hp ( home patient) had no average dwell time last night she also states that the home choice (hc) showed fill 136 out of 141 this morning the technical service representative (tsr) had the nurse go to programming menu for review. The tsr explains that hp is set to tidal 5% which means she is only getting a 5% drain and fill of her original fill volume and advises that the nurse call the patients doctor to confirm programming and let him know what happened with therapy. There was no patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).upon further investigation by baxter, the way the patient's programming was set was the reason for the reported problem and this did not compromise the integrity of the disposables. There was no allegation of a product malfunction.